Event description:
It was reported that the rod would not stay engaged in the inserter during surgery. No patient complications were reported.

Manufacturer narrative:
(B) (4): the rod inserter was not returned for evaluation. With the available information, a cause or contributing factor could not be identified.